Event description:
The venous punctures had been done without any problems in right jugular vein. The difficulty began at the moment of the wire retrieval. The physician encountered resistance and removed the wire and dilator. Wire was noted to be damaged and it was impossible to put the catheter in place. The patient, presented a venous injury and right pneumothorax and another catheter was placed 3 days later. At this time, the patient's condition is good.